Manufacturer narrative:
The device will not be returned. A technician evaluated the device on site. The locking mechanism of the socket was defective. The base was replaced and the safety check and function check was performed. The issue was resolved. The investigation is ongoing, and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the videoprocessor exhibited image interference during an unknown procedure and wanted the socket of the video processor to be replaced. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the procedure was therapeutic. There was a delay in the procedure (approximately ten to fifteen minutes). Another endoscopy tower had to be brought into the room and started up first. The patient was under general anesthesia. The procedure was continued with a different endoscopy tower but with the same endo-eye.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.